Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2012. Product type: catheter: product ID 8840. Product type: programmer, physician. (B)(4).

Event description:
It was reported that the programmer showed that the empty reservoir alarm had occurred. The patient had experienced increased spasms and had to use oral medications. It was unknown why the pump was let to run dry. It was also reported that there were issues with the responsiveness of the programmer screen. The "x" next to the pump status wouldn't respond. It was reported that during troubleshooting, the batteries had been changed, the screen was recalibrated, the programmer was restarted, and the application card was reset. After resetting the application card, the "okay" button for the displayed alarms had also become unresponsive. At the time of report, the pump had not yet been filled. The device system was infusing baclofen.